Event description:
It has been reported to philips that x-ray was not possible. The available information does not indicate whether the device was in clinical use. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The physician was performing a left heart catheterization procedure when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed failure in cine and fluoro. Upon functional testing fse identified that the fuse inside the miu module was broken. The fse replaced the faulty fuse inside the miu module. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome.